Event description:
The pt already suffered from cardiac diseases. After almost 1 hour of surgery and after five minutes from the application of the cement, the pt advised several problems: hypotension, cyanosis (face and neck) and edema, bradycardia.

Manufacturer narrative:
No complaint sample was submitted for evaluation. Testing of a retained sample of the reported lot of cement shows the product meets the requirements of the final product specification, both physically and chemically. No root cause has been identified, although the adverse effects described are known side effects of the use of bone cement, particularly in cases of femoral neck fracture. The investigation could not draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.